Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. One sample was returned for evaluation without the original package. The investigation found that the silicone tube leak came from a pin hole, confirming the reported condition. The root cause for the reported condition concluded the presence of both embedded and surface bubbles. Bubbles are the result of the material filling some cavities faster than other, causing the excess material to flow back into adjacent cavities. This phenomenon is known as backflow. Then backflow occurs, air may become trapped between the two material flows creating the air bubbles causing a formula leak.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during use, leakage occurred from the connecting part of the tube.